Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of perforations in the catheter is confirmed, but the cause cannot be determined with the information available. The device returned is one hickman 12 fr dual lumen catheter. Visual observation found the catheter extension leg printing to be in good condition. Clamp marks were found on the extension leg clamping sleeves, with some clamping evident outside of the designated clamping area. Tactual evaluation found depressions in the extension legs distal to the clamping sleeve. The cuff appeared to have a piece missing and to have biological residues embedded. Functional testing found both lumens patent to infusion, but a quantity of blood residue was expelled from the white lumen. Four leaks were found in the red lumen extension leg during infusion, in two pairs, with each pair roughly opposite from each other. Microscopic observation found these four holes/cracks to have irregular edges; these do not appear to have been caused by a sharp instrument, but are not consistent with bursts. Tool/clamping damage, given their occurrence in pairs and irregular edges, is a possibility, as is patient-induced damage. Infusing the white lumen found a large hole just distal to the cuff. This hole was about 0.8 cm from the cuff. Microscopic evaluation found this hole to have very clean edges and to manifest striations, indicative of sharp instrument damage. Combined with the missing portion of the cuff and that the customer did not complain of an internal leak, it is probable that this hole was created after use or during removal, such as while cutting out the cuff from the tissue; this is not considered a separate complaint event. The IFU states the following: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ ¿2. Surgical removal (using aseptic technique) a) locate the position of the cuff either by palpation or by observing the position of ¿dimpling¿ when traction is applied to the catheter¿s external segment. B) make a short transverse incision at or below the external side of the cuff taking care not to transect the catheter. Reach under the catheter with a curved, smooth-jawed clamp and pull up on the catheter to remove the catheter tip from the vein. Caution: do not grasp the catheter with any instrument that might sever or damage the catheter.¿ ¿clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves.¿ a lot history review (lhr) of huay2840 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during a seldinger technique that the external segment of the catheter had perforations through which a loss of serum and blood was observed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay2840 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during a seldinger technique that the external segment of the catheter had perforations through which a loss of serum and blood was observed. No patient injury reported.